Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The organism was identified as (B)(6). It was also reported the patient experienced sepsis secondary to bacteremia. Vegetation on the right atrial (ra) lead and right ventricular (rv) lead was noted. The crt-d system was explanted and the patient treated with antibiotics. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.